Event description:
The account alleges that the bed exit would not alarm at the nurse's station. The patient fell out of bed, but was not injured.

Manufacturer narrative:
The technician discovered that the cable connecting the siderail to the junction box, was disconnected. The technician reconnected the cable, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.